Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The cause of the sepsis and major bleed were unable to be determined due to insufficient clinical details.

Event description:
It was reported that a patient implanted with an impella rp flex experienced possible sepsis and was started on antibiotics. Additionally, the patient experienced bleeding. The patient was treated with pressors and blood products. Later, care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.